Event description:
During repositioning, the enterprise stent (enc453712/ 10073994) could not be pushed or pulled in the prowler select plus micro catheter (606s255x/ 15675916). Irrigation was properly checked. Prior to the event, the introducer was properly inserted in the y connector up to the hub, and then the stent was slowly pushed into/thru the microcatheter. The procedure was completed using another stent and prowler select plus microcatheter, after the event, both devices (microcatheter and enterprise stent) were removed as a unit, and the same microcatheter was not used to continue and complete the procedure. A jailed technique was used during the case. The delivery system will be returned back, however the prowler select plus was discarded. All labeling guidelines for insertion of the enterprise were followed, and the mc was not re-shaped prior to use. After the event, no damages were noticed on the device (delivery system or tip-unraveled, stretched, kink, bend, fracture, premature detachment, etc, stent-uplifted struts, kink, bend, fracture, separated, etc), and the stent is not going to be returned for analysis. The target site was basilar aneurysm with normal aneurysm and vessel characteristics. There was no patient injury reported with the event.

Manufacturer narrative:
During repositioning, the enterprise stent (enc453712/ 10073994) could not be pushed or pulled in the prowler select plus micro catheter (606s255x/ 15675916). Irrigation was properly checked. Prior to the event, the introducer was properly inserted in the y connector up to the hub, and then the stent was slowly pushed into/thru the microcatheter. After the event, both devices (prowler microcatheter and enterprise stent) were removed as a unit. The procedure was completed using another stent and prowler select plus microcatheter; the same microcatheter was not used to continue and complete the procedure. A jailed technique was used during the case. The delivery system will be returned back, however the prowler select plus was discarded. All labeling guidelines for insertion of the enterprise were followed, and the mc was not re-shaped prior to use. After the event, no damages were noticed on the device (delivery system or tip-unraveled, stretched, kink, bend, fracture, premature detachment, etc, stent-uplifted struts, kink, bend, fracture, separated, etc), and the stent is not going to be returned for analysis. The target site was basilar aneurysm with normal aneurysm and vessel characteristics. There was no patient injury reported with the event. The prowler select plus microcatheter was discarded and the lot number provided does not correspond to the device; therefore a device history record review cannot be completed. Based on the available information and without the return of the entire enterprise system and prowler select plus microcatheter no conclusion can be made. There was no resistance with functional testing of the returned delivery wire. The cause of the event experienced by the customer and the cause of the flattened area found on delivery wire coil tip could not be conclusively determined, however, the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It was reported that the enterprise system could not be pushed or pulled through the microcatheter for repositioning. The instructions for use (IFU) outlines that if stent positioning is not satisfactory, the stent may be recaptured and repositioned one time. It is cautioned that the stent may be fully recaptured once. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. It is noted that when advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. If is cautioned that if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to un-sheath the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. It is possible that procedural factors or handling may have contributed to the reported event; however, no definitive conclusion can be made. The records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00326 and 1058196-2012-00327.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00326 and 1058196-2012-00327.